Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. Investigation summary: looks used, saline residue on tube. Tip of the suction port has a crack on it. UDI:(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H10 additional narrative: if information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. Investigation summary: looks used, saline residue on tube. Tip of the suction port has a crack on it. UDI: (B)(4).

Event description:
Additional information received on 11/7/2018 stated that there were no information provided regarding if the device was reused, where the suction line hooked up or what's the software version on the generator.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. There was saline residue in the suction tube indicating the device had been used. The device was sent to supplier for evaluation. The following evaluation was received from the supplier: the device as presented was found to have a blocked suction path, confirming the initial customer complaint. The investigation established the cause of the blockage to be a mass of tissue lodged in the suction tube against the valve. Removal of this tissue resulted in the electrode suction functioning. The device passed all electrical and functional checks with no signs of any issues. From our investigation no manufacturing defect was found and we have determined the probable cause of the suction blockage to be normal procedural debris. A reviewed of complaints records over the last 12 months to assess the frequency of this defect and our analysis shows that the frequency of this occurrence is as anticipated in risk management. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that the suction function on the vapr tripolar 90 suction elect device did not work during the rotator cuff repair surgery. Thus, the surgeon stopped using the reported device. Then, the surgeon checked the vacuum capability in the operation room and found there was no problem to vacuum. The surgery was finished without any other problem although it was not reported how the surgery was completed. It was brand new and the first use when the issue occurred. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.